Manufacturer narrative:
On 31-mar-2020, mentor received additional information about the event. The patient had developed significant right breast ptosis. The patient underwent bilateral major capsular revision and bilateral revision mastopexy on (B)(6) 2020 in addition to the unilateral explantation and replacement of the left breast prosthesis. The right breast prosthesis was removed and re-implanted into the patient, which is off-label use. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-mar-2020, the mentor failure analysis lab received the device for evaluation. In addition, an updated explantation date of 21-jan-2020 was received. The patient had her explanted device replaced with a mentor memorygel breast implant 370cc gel breast prosthesis. On 26-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. The device was visually inspected, and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture. Concomitant medical products: mentor memorygel breast implant 370cc gel breast prosthesis, catalog #smpx370, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 370cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2019.